Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The customer reported to have inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing. Covidien was not authorized to service the device.